Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was cracked at the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2014 with the following findings: the battery compartment was cracked from the battery cap towards the case seal.